Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of reported low voltage and no external power alarms while connected to the mobile power unit (mpu) was confirmed via the log files. The system controller event log file was reviewed, and timestamps spanned approximately 1 day (11:15:04 on (B)(6) 2025 to 11:21:39 on (B)(6) 2025). The log file captured low voltage hazard and power cable disconnect alarms due to a loss of ac power while connected to the mobile power unit (mpu) on (B)(6) 2025 from 05:24:07 to 05:24:11 and from 06:23:59 to 06:24:03. The alarms resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power and pump function was not affected. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range throughout the log files. Multiple good faith effort (gfe) attempts were made to gather more information, including if the mpu has a v-lock connector on the ac power cord, the mpu serial number, and the cause of the loss of ac power; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records for the mobile power unit (mpu) were not available as no product identifying information was provided. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. The heartmate 3 lvas instructions for use (rev. C) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power hazard alarms. The heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic today and it appeared they had low voltage hazard alarms followed by a no external power alarm around 05:25 am. An hour later, at 06:25 am they had another low voltage hazard alarm present. The patient stated they were on wall power at this time. They denied any power outages at the facility they reside in. Log files were sent for review and they captured low voltage hazard events and a lone no external power event on (B)(6) 2025 @05:24 and again @06:23 both while using the mobile power unit (mpu). It appeared in both instances that the mpu lost power which enabled the backup battery (ebb) in the system controller until power was restored to the mpu. The first event lasted around 4 seconds and the second event lasted about 4 seconds.